Event description:
The intracath needle broke during insertion. No pt harm.

Manufacturer narrative:
Conclusions - a root cause analysis could not be determined as the sample was not returned for the investigation. A review of the device history record revealed no discrepancies associated with this complaint. No additional information was available as the information was reported anonymously to the (B) (4). (B) (4). (B) (4).